Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-08067. It was reported that stent thrombosis occurred. In (B)(6) 2015, two synergy&#10244;rug-eluting stents were implanted inside the patient to treat a lesion and the patient was loaded on plavix. The following day, the patient was brought back to the cath lab for stent thrombosis and intervention was done. An intravenous ultrasound (ivus) of the stents was planned to see what occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent thrombosis was treated with placement of an additional stent.